Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, customer did not remember removing the cartridge from the pump. Additionally, it was reported that there were air bubbles in the tubing. There was no impact to customer's blood glucose. Customer reverted to manual injections.